Event description:
Follow up information received from the patient reported that there were no circumstances that led up to the device shutting off and stated that it just shut off randomly. As a step to resolve the issue, the patient used the recharger and pressed power and the device turned back on. The issue was reported as not resolved.

Event description:
A patient with an implantable neurostimulator (ins) reported an issue where the stimulator will turn off by itself. The patient thought that the battery might have died, but after connecting the charger interrogation often showed 1/2 or 3/4 full. The patient stated he needs to hook up the charger to turn the device back on. The patient did not have the programmer or recharger with him so troubleshooting was not possible. No symptoms were reported. Patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.